Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoraco/lobectomy procedure, right after the start of the operation, there was bleeding from the small thoracotomy incision when the device was used. After using for hemostasis between the ribs, when checking the jaws, the electrode part was found to be detached from the fixed jaw which was one side opened. Nothing fell into the patient's cavity. They replaced the device to complete the case. There was no patient injury.

Manufacturer narrative:
Additional info: d10, g4, h3, h6 h3. Evaluation summary: one device was received for evaluation. Visual inspection found the seal plate was partially lifted from the bottom jaw. There was no missing piece. The reported conditions were confirmed. The device radio frequency identification(rfid) logs were pulled from the device and it showed that the device made 160 completed seal. The damage to the seal plate likely occurred when the bottom jaw came into contact with a hard object during the procedure. The device was not able to complete its seal cycle due to the damage the device's seal plate. The investigation identified the root cause of the reported event to be user error. If information is provided in the future, a supplemental report will be issued.